Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to find a good program and not having any luck. The patient reported the first program they got the basic one where they felt current but they didn't like it so tried a different program and that was when they started having problems. The patient when back to the original program but that did not work either. No symptoms reported at this time. No further complications reported and/or anticipated at this time.